Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. It was noted that the right atrial (ra) lead had dislodged and fell into the ventricle. The lead was capped and replaced. No patient complications have been reported as a result of this event.